Event description:
Caller reported a minimum fill notification, which caused the customer's blood glucose level to exceed 500 mg/dl, resulting in a level of 594 mg/dl. Customer managed the high blood glucose by drinking water, as no insulin was administered through manual injections or a bolus. There was no third-party assistance required. Initially, attempts to reload the cartridge failed despite trying for several hours. Technical support advised cleaning the pump's pneumatic tap area and successfully guided the customer through loading a new cartridge onto the pump, resolving the issue. A replacement cartridge was to be sent to the customer as requested.